Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lap appendectomy. According to the reporter: upon inspecting the staple line across the stump of the appendix, the physician noticed the staples were not shaped in the form of "b's" staple instead were unformed in different degrees. Some not formed at all. To correct the condition the surgeon fired another 030455 load, via a new egiaustnd across the stump of the appendix cutting out the initial staple line and leaving a new intact staple line. There was unanticipated tissue loss. There was no unanticipated extension of incision more than 1 inch, no unanticipated blood loss of more than 500cc and no delay in surgery time over 30 minutes. Patient status stable.

Manufacturer narrative:
(B)(4)